Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Results revealed there were no anomalies found. (B)(4): the full lead was returned and analyzed. Primary results revealed there were no anomalies found. Blood was present in/on helix mechanism.

Event description:
It was reported that during implant attempt, the leads would not stay in the atrium. Upon evaluation of the leads outside the body, the helix seemed to jump out or in after many turns of the tip and did not move "uniformly" with each turn of the proximal tip. The leads were explanted and replaced. No patient complications have been reported as a result of this event.